Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a patient who was implanted with a neurostimulator for non-malignant pain and chronic low back pain. It was reported that there was a change in stimulation a couple of weeks prior to the report. It was shortly after returning to work and he does do a lot of stretching/reaching. An x-ray was taken the week prior to the report, and the health care provider stated that one of the leads had moved up slightly from the final x-ray taken at implant. The impedances checked okay. The patient was reprogrammed and the coverage that he had prior was recaptured. The patient was receiving effective therapy, and the issue was resolved at the time of the report. No surgical interventions were planned or performed.